Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5109505) regarding the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing and stuffy nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5109505) regarding the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing and stuffy nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After further review, this report is now being filed as an adverse event instead of a product problem. The device has not yet been returned to the manufacturer for evaluation. In the previous report, section b: event description was not updated, the updated statement of allegation should be - the patient alleged difficulty breathing and stuffy nose. In addition, the patient reported lung issues after a test upon doctor's visit. Despite the three attempts, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5109505) regarding the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing and stuffy nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After further review, this report is now being filed as an adverse event instead of a product problem. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.